Manufacturer narrative:
G4 - premarket / 510(k) #: k133110, p090003. Device evaluated by MFR: the express ld was returned for analysis. The first two rows of the proximal stent struts were found to be lifted/damaged. The recommended introducer sheath size for this express ld device as per IFU is a 7fr sheath. The investigator was unable to insert the device into a boston scientific introducer sheath as the stent was damaged, and more interaction could damage the device further. A visual examination of the returned device confirmed that the balloon was tightly folded and had not been subjected to positive pressure. No issues were noted with the balloon material. No issues were noted with the tip of the device. No other issues were identified with the device.

Event description:
Reportable based on device analysis completed on 25nov2025. It was reported that stent was difficult to insert. An 8.0x60x75cm express ld stent was selected for use in an iliac stenting procedure. During the procedure, stent was prepared according to standard procedure but could not be introduced into the non-boston scientific sheath. There was no visible damage to the device upon opening the package. The procedure was completed with another of the same device. There were no patient complication as the result of this event. However, device analysis revealed that the first two rows of the proximal stent struts were found to be lifted/damaged.